Manufacturer narrative:
The device was returned and evaluated by intera. The device was visually inspected and the septum appeared to have punctures suggesting normal use and otherwise appeared normal. The engineer evaluating the device was able to insert a special bolus needle into the septum without issue. No obvious problem was detected. The complaint was not confirmed.

Event description:
It was reported to intera by a healthcare professional that an intera 3000 hepatic artery infusion pump was revised and replaced with a new pump. It was reported that the septum was damaged by needle punctures, and therefore the surgeon wanted to replace the device. No other health impact was reported.

Manufacturer narrative:
The device has been reqeusted to be returned to intera for evaluation but it has not yet been received. When the investigation is complete, a supplemental report will be filed.

Event description:
It was reported to intera by a healthcare professional that an intera 3000 hepatic artery infusion pump was revised and replaced with a new pump. It was reported that the septum was damaged by needle punctures, and therefore the surgeon wanted to replace the device. No other health impact was reported.